Manufacturer narrative:
(B)(4)

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified right coronary artery. A 2.00mm x 15mm maverick²¿ balloon catheter was advanced for pre-dilatation. However, during the first inflation at 12 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR.: returned product consisted of a maverick mr balloon catheter. The balloon was loosely folded with blood in the balloon, wire and inflation lumen. Microscopic inspection revealed a burst in the balloon material, 15mm in length. Inspection of the remainder of the device revealed numerous kinks in the hypotube. There is no indication the device was inflated over the rated burst pressure. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified right coronary artery. A 2.00mm x 15mm maverick²¿ balloon catheter was advanced for pre-dilatation. However, during the first inflation at 12 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.